Event description:
It was reported that the concentration of drug was changed, but the programming wasn¿t updated accordingly. At the time of report, the patient had already returned home. The original concentration was 0.2mg/ml and it was changed to 0.5mg/ml with the daily dose remaining constant at 0.05mg/day. It was stated that the remaining drug of the initial concentration would take 35 hours to leave the catheter. After that, the patient would begin receiving a higher dose than intended. The device system was used to deliver dilaudid. The next day, it was reported that the patient had returned to the healthcare provider to update the pump. At the time of report, 0.143ml of the old drug remained in the catheter. A priming bolus was programmed to occur over 13 hours and 44 minutes to address the change in concentration. Nine days later, it was reported that the bridge bolus was successful and there were no patient symptoms reported. The reporter had no further information regarding the patient.

Manufacturer narrative:
Concomitant products: product ID: 8835, serial# (B)(4), product type: programmer. Patient product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8784, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8840, lot#, serial# unknown, product type: programmer physician. (B)(4).

Event description:
Additional information received reported that the cause of the event was noted as ¿unknown.¿ it was then noted that the event was due to programming, ¿pump was refilled with different concentration and not changed on programmer to reflect this¿ there were no signs of symptoms associated with the event. The patient did not require hospitalization due to the event. Outcome noted as no injury. It was added that the manufacturer helped provider calculate correct volume for the bridge bolus once patient returned to office. It was not noted how much time elapsed before patient returned to the office.